Event description:
Additional information: the health care provider later reported that the cause of the event was an electrolyte imbalance; nothing to do with the pump. The patient recovered without sequelae.

Event description:
An overdose was reported. It was stated that patient was somnolent after a dose adjustment. Healthcare provider was interested in stopping the pump briefly while the patient's managing physician could be contacted. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010-01-28, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced overdose symptoms following a dose increase and the symptoms were worsening. It was later reported that the event was due to an electrolyte imbalance, and there was no connection to the device or therapy.

Manufacturer narrative:
(B)(4).